Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that right ica (internal carotid artery) c2 segment subject flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate:1-25%) and parent artery stenosis (stenosis rate:1-25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Event description:
It was reported that right ica (internal carotid artery) c2 segment subject flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate:1-25%) and parent artery stenosis (stenosis rate:1-25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this event of 'patient parent vessel stenosis' h3 other text : the device remains implanted in the patient.